Event description:
As reported to customer relations: (B)(6) hospital (B)(6) on behalf of dr (B)(6) (vascular surgeon). On thursday afternoon ((B)(6) 2025), I supported her angio and lower extremity intervention where she deployed four zilver ptx stents in an sfa (two 7x140 ptx stents g38491 and one 7x60 stent g38487 in proximal sfa along with one 6x140 ptx stent g38483) in distal sfa. After post dilating with a 5x220 mustang balloon, the doctor was pleased with the final run imaging. However, she let us know yesterday afternoon that the patient thrombosed, possibly within the stented segment. Dr (B)(6) said it¿s strange that the stents thrombosed because her rest pain was healed, and she feels a lot better. They loaded plavix in recovery, and she had been on asa prior to the case, so there was no lapse in anti-platelet therapy. They just got a duplex ultrasound in follow up so she¿s bringing the patient in later today for either thrombectomy or bypass, based on what is found under fluoro. She believes the long-stented segment, combined with untreated hypotension could be the source of the thrombosis. She also expressed concerns over potential for thumbwheel deployment stents to jump and prefers pin-and-pull for more precision. The patient thrombosed, possibly within the stented segment. Doctor said it¿s strange that the stents thrombosed because her rest pain was healed and she feels a lot better. They loaded plavix in recovery and she had been on asa prior to the case, so there was no lapse in anti platelet therapy. They just got a duplex ultrasound in follow up so she¿s bringing the patient in later today for either thrombectomy or bypass, based on what is found under fluoro. He following information has been received via email. What was the target location for the stent? Sfa. What artery was the stent placed in? Proximal sfa and distal sfa. Was post-dilation performed after the placement of the stent? Yes. Did any portion of the device break off? (If yes, please state what part) no. If removed, did any part of the stent fracture during removal of the delivery system? N/a.